Event description:
It was reported by the customer that a bd pyxis medstation es system had cubies was not detected on the bus in the drawer. At the time of the failure the customer was unable to access meds from the cubies, there was another available station in the unit to access the meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the bus in the drawer. A field service engineer conducted preventative maintenance, serviced the station, checked the controller board leds, powered off the station, removed the back of the drawer, removed the drawer controller board and replaced it, reassembled the drawer, powered up the station, and had the customer log in to recover storage space and inventory the drawer. The system functioned as intended after the field service engineer troubleshot the device.